Manufacturer narrative:
The reported event occurred on a cobas taqman instrument with serial number (B)(6). The investigation determined that there were no indications of a product issue or hardware malfunction associated with the kit s201 t-scrn mpx v2.0 96t us-ivd assay. A review of the provided data and manufacturing trend lines did not identify any reagent or product-related contributions to the reported issue. Instrument assessment indicated a minor disturbance in the optical path, which did not impact the assay results. The relative fluorescence intensity (rfi) values, critical for result evaluation, were unaffected. No related product trends, internal non-conformances, or escalated complaints were identified for the reagent lots in question (g11355 and g29865). The root cause for the observed differences in hbv positive rates between 2021 and 2022 could not be determined based on the available information. The device remains in operation at the customer site, and no harm was alleged as a result of the reported event.

Event description:
The initial reporter alleged a decrease in the hepatitis b virus (hbv) positive rate when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The customer reported that in 2021, they tested (B)(4) donor samples using the mpxv2.0 assay in pp6 mode and observed 25 hbv positive results out of 38 positive pools, which was comparable to the results obtained with the ce version of the assay. For human immunodeficiency virus (hiv), no positive results were observed out of 4 positive pools, and for hepatitis c virus (hcv), 1 positive result was observed out of 13 positive pools. These results were also comparable to those obtained with a competitor assay. In 2022, the customer tested 14,385 donor samples using the mpxv2.0 assay and observed 3 hbv positive results out of 9 positive pools, 1 hiv positive result out of 3 positive pools, and no hcv positive pools. During the same period, the competitor assay detected 16 hbv positive results out of 18 positive pools and 1 hiv positive result out of 3 positive pools in 21,796 donations. The hbv positive rate appeared to be lower with the mpxv2.0 assay on the cobas taqman instrument compared to the competitor assay.